Manufacturer narrative:
Exact event date unknown, event occurred six months ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was discarded.